Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that unspecified malfunction occurred, and the pump would not come out of storage mode. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100 mg/dl.